Event description:
There was an allegation of a discrepant low result for 1 patient sample tested for creatinine jaffe gen.2 (compensated) (creaj2) on a cobas c 111 analyzer. The initial result was 0.67 mg/dl. The repeat result from a different laboratory was 1.03 mg/dl. The repeat result after recalibration was 1.02 mg/dl.

Manufacturer narrative:
The c111 analyzer serial number was (B)(6).

Manufacturer narrative:
The customer's calibration signals and qc results were unstable. The lamp was replaced less than 6 months ago. The reagent is used within 2-3 days. Unopened reagent packs are stored at room temperature. The sample/reagent syringe was cleaned; the water inlet filter and water tank were cleaned. No other assays were affected. A special wash is programmed on the instrument. Based on the calibration and qc data provided, the investigation determined the event was consistent with an environmental issue. Creaj2 has a high ph of >13.5. High concentrations of ambient co2 can cause a reduction in the ph, which can lead to lower creaj2 qc and patient results. The drift in recovery can be improved by calibration. The investigation did not identify a product problem.